Event description:
It was reported that the patient had not been seen for a long time. Interrogation revealed that the device was at elective replacement indicator (eri). The device was explanted and replaced. Interrogation also revealed that the right ventricular (rv) lead had high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).